Event description:
Patient's bedside rn spiked and primed an ns [normal saline] bag to set up for a piggyback. IV fluid began to "leak into the rubber portion of the IV tubing, the bottom part of the rubber where its meets the plastic."